Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding, right heart failure, cardiac arrhythmia, hypertension and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had other admissions for heart failure reported under the following: MFR# 2916596-2019-04231 ((B)(6) 2018), MFR# 2916596-2019-04199 ((B)(6) 2019), MFR# 2916596-2019-04203 ((B)(6) 2019), and MFR# 2916596-2019-04211 ((B)(6) 2019). The patient ultimately expired due to multiple system organ failure in the setting of end stage biventricular heart failure and is reported under MFR# 2916596-2019-04119 ((B)(6) 2019). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Admission lasted from (B)(6) 2019-(B)(6) 2019. It was reported that the patient was admitted from the vad clinic with acute chronic (a/c) end stage biventricular systolic heart failure and volume overload. Initially the patient had a poor response to intravenous (IV) lasix. The patient required lasix drip, diamox, metolazone were used for diuresis. The patient transitioned to home diuretics of 100 mg torsemide twice daily and metolazone twice per week. His home dobutamine was continued at 7.5 mcg/kg/min. Midodrine was continued for blood pressure support. Kidney function was monitored with peak on day of admission of 1.63, which with diuresis, the patient diuresed 30 lbs. Patient was also started on levothyroxine for elevated thyroid stimulating hormone (tsh) and low free t4. The patient underwent paracentesis on (B)(6) 2019 with 5.6 liters removed. Lactulose was continued. Ammonia levels were monitored and remained normal. Palliative care was consulted. Patient and family decided that the patient should be placed under a do not resuscitate (dnr) order. They agreed that the best and safest option for patient would be long term placement at skilled nursing facility (snf) upon discharge.